Manufacturer narrative:
The agent reported "(glenoid head was impacted onto baseplate with appropriate t-handle and mallet. Secondary impactor was used to secure glenoid head. The safety/retaining screw was threaded into glenoid at which time the retaining screw broke. After examination it was determined that the morse taper was secure and the remaining piece of the screw was removed while a smaller piece of the screw remained in the glenoid)." The retaining screw (smaller piece) was left in the patient, see product feedback form sec. D-4, therefore the reported problem could not be confirmed. The remaining piece was not returned for examination. This event occurred during surgery, near the patient. The components were inspected prior to use. There was not another suitable device available, and the incident cause a 3-4 minute delay in surgery. There was no risk or adverse event reported and the surgery was completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary, at this time. Review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. The glenoid head, 508-32-103 rev e lot 864c5958 DHR (attached) shows all the parts, (B)(4)pcs., were acceptable. The retaining screw, 50800001-10 rev g lot 18447 DHR (attached) shows all the parts, (B)(4)pcs., were acceptable. Complaint database review showed no previous complaints against item 508-32-103 lot no. 864c5958, across all failure code categories. Complaint database review showed no previous complaints against item 50800001-10 lot no. 17990, across all failure code categories. The root cause for this complaint is that the retaining screw broke during surgery. There are multiple factors, that are outside of the control of djo surgical, which may have contributed to this event. This failure is most likely due to excessive torque beyond the design limits and/or extreme off-axis trajectory that would fracture the retaining screw.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - part of screw left in patient.